Event description:
It was reported that this right atrial (ra) lead exhibited occasional undersensing on the stored episode electrograms (egms). Low amplitude was also observed. Further review was recommended. No adverse patient effects were reported. This device system remains in service.